Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.  Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent herniorraphy on an unknown date and absorbable straps were used. During the procedure, the physician reported that the staples of the device were with problems and did not attach to the patient's tissue. There were no adverse patient consequences reported. No additional information was provided.